Event description:
During insertion of one of the click'x pedicle screws, the tip of the 3.5mm hexagonal screwdriver broke off in the head of the screw. The broken tip was not retrieved and remains in the patient.

Manufacturer narrative:
Subject device has been received and is currently in the investigation process. Investigation is being coordinated by synthes (B)(4).